Event description:
Pt ID: (B)(6); on (B)(6) 2006, she underwent a right total hip arthroplasty for end-stage right coxarthrosis with erosion of superior acetabular rim. It was a zimmer hybrid total hip with zimmer trilogy cluster shell supplemented with 3 posterior superior lateral screws, 32 internal diameter neutral longevity liner, size 13 heritage stem with 11 mm tip-centralizer, small cement restrictor, double batch of osteobond cement with 1g of vancomycin, 32mm +7 cocr head used. The hip worked fine and plain x-rays showed some mild scattered heterotopic ossification in the superior joint area, but otherwise no evidence of loosening, lysis, or eccentric polyethylene wear. In fall of 2016, she began experiencing hearing loss requiring hearing aids, macular degeneration impairing her vision, difficulty with multi-tasking and planning activities, increasing short-term memory loss, progressive fatigue, and a fine rest tremor of her hands. On (B)(6) 2016, her serum / plasma cobalt level was 5.2 mcg/l and urine cobalt level was 8.2 mcg/l. Fdg-pet-CT brain imaging study and corresponding neuro q analysis showed abnormal general and focal hypometabolism consistent with chronic toxic encephalopathy. She attempted cobalt chelation with n-acetyl cysteine, which very slightly and momentarily reduced her serum / plasma cobalt level. On (B)(6) 2016, her urine cobalt level was elevated to 15.2 mcg/l with a serum / plasma cobalt level of 4.2 mcg/l. Her cobalt levels remained elevated for a period despite use of n-acetyl cysteine and her cognitive symptoms got progressively worse. Fdg pet brain scan was repeated and remained abnormally hypometabolic in the same pattern. In about the fall of 2017, she reported a bit of increased discomfort in the lateral hip and groin area, which she noticed with sitting, medal-suppression MRI revealed a small fluid collection anterior to the right hip joint capsule and an intra-pelvic cyst in the right pelvic sidewall measuring 3.6 cm in diameter. On (B)(6) 2017, her blood cobalt level was 5.6mcg/l and her urine cobalt level was 8.6mcg/l. On (B)(6) 2018, the right hip was revised via extended trochanteric osteotomy to remove the cemented stem. Revision implant was zimmer wagner sl 225 mm by 16 mm stem with a 32mm +0 delta ceramic head. Her acetabular components showed minimal wear, so they were retained, and 4 luque wires were used to repair the trochanteric osteotomy. The superficial periprosthetic tissues were inflamed and edematous. The capsule was thickened and edematous with a fish flesh appearance consistent with adverse reaction to metal debris (armd). There was several cc of fluid about the articular space and minor corrosion and noted at the stem taper junction. There was no external corrosion noted at the head/ neck taper and minimal internal corrosion noted. There was marked corrosion apparent at the cement stem interface involving about a third of the stem surface despite the stem being soundly fixed in the cement mantle. Following revision, blood cobalt level dropped to 0.4 mcg/l and her urine cobalt level to 0.3 mcg/l. She also reported significant improvement in cognitive function and resolution of her foot numbness, resolution of her fatigue, improved balance, and has not experienced progression of her macular degeneration. FDA safety report ID# (B)(4).